Event description:
It was reported that during an open gastrectomy, some staples closest to the cut line of the patient's side were unformed at the 1st firing when the device was used on the gastric body. Additional suture was performed. After that, the device could be fired without problem when it was used on the duodenum. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.